Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis. The treatment was with unspecified antibiotics (dosage, route and frequency not reported) for the peritonitis. The outcome of the peritonitis was not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.